Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the customer that the pump displayed a message inquiring if the customer wanted to cancel the bolus. Review of the pump history by tandem technical support showed that there were no alerts or alarms that had occurred. The customer confirmed that the extended bolus had successfully been delivered. Multiple attempts were made by tandem technical support for the customer to upload the pump data logs; however, no further information was provided on the reported event. There was no impact to the customer's blood glucose level.